Event description:
The customer's mother called to report that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels above 600 mg/dl. The mother stated that the customer was vomiting prior to the hospitalization. The mother felt that the cause of the event was the infusion sets that the customer was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.